Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress in combination with wear and tear. The instructions for use (IFU) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus resection sheath, the ceramic tip broke off the remainder of the device. There was no patient involvement during this event.

Manufacturer narrative:
The device has not yet been received. Should additional, relevant information be provided, a supplemental report will be submitted.

Event description:
The initial report was inadvertently submitted as a pae discovered by the customer. However, this event was truly a pae discovered during the device evaluation and had no customer involvement.

Manufacturer narrative:
This is a correction report indicating that the initial report was incorrect. This was not a pae discovered by the customer, it was a pae noted during the device evaluation by an olympus representative. The device evaluation is on-going. Should additional information be made available, a follow up report will be provided.